Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544240 hemolok l clips 6/cart 84/box was received, it looks used, no original packaging was received, and lot #was not confirmed. During visual evaluation the single clip is missing the female boss, in addition pieces of plastic (plastic damaged; twisted) was received. Failure mode was confirmed during visual evaluation; however it's unknown why the female boss is broken and where the pieces of plastics come from. Based on the sample's physical condition (the clip is seriously broken with missing parts) and it is not possible to identify the root cause for the defect reported, and to determine a corrective action for it. Sample received confirmed the defect reported by the customer "broken at boss" during visual inspection. A corrective action for the defect cannot be established due to the sample condition (it is seriously broken) & pieces of plastic do not correspond with the sample. However, we will continue to monitor and trend related complaints.

Event description:
Alleged event: after confirming that the clip was being held properly by the applier, the user closed the clip, the tip was broken and missing. No broken part was retrieved from the patient's body. During the procedure the patient was not damaged nor did any bleeding occur. The patient's condition was reported as fine.

Event description:
Alleged event: after confirming that the clip was being held properly by the applier, the user closed the clip, the tip was broken and missing. No broken part was retrieved from the patient's body. During the procedure the patient was not damaged nor did any bleeding occur. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product the product hemolok l clip 6/cart 84/box, lot number 73l1400296 did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.